Event description:
The pt had been revised in 2001. Pt's primary total hip was in 2000 and pt developed infection in the hip resulting in one month of continuous care after debridement; prior to revision. The stem was also revised due to loosening.